Manufacturer narrative:
The actual sample was returned to the manufacturing facility for inspection and testing. Visual inspection confirmed there were no anomalies or breaks in the appearance of the device. The oxygenator module was filled with a priming solution and the gas transfer system was performance tested in accordance with the factory's shipping inspection protocol. No anomalies were revealed, confirming the device met product specifications. Review of the perfusion record indicated that pao2 decreased during re-warming; fio2 was not at 100% during re-warming; following the completion of re-warming the pao2 levels increased; and subsequently, the gas flow rate was increased, which resulted in an increase of pao2 and a decrease in paco2. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. While the cause of the reported event cannot be definitively determined, there is no evidence that the event was related to a device defect or malfunction. Device labeling does address the potential for such an event in the instructions-for-use with statements such as, "upon patient re-warming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patients metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2014-00077 to provide additional information regarding evaluation of the returned sample.

Manufacturer narrative:
(B)(4). Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported insufficient gas transfer performance had occurred suddenly after the aortic opening (ao) was clamped during rewarming. The following information was provided by the user facility: partial bypass was conducted earlier than usual and the patient was weaned from the circuit; the procedure was completed successfully; there was no harm to the patient as a result of the event; and the patient is reported as "doing ok."